Event description:
It was reported that the cot dropped unexpectedly. It was further reported that the user sustained a laceration and hematomas as a result. It was further reported that the laceration was surgically treated.

Manufacturer narrative:
Investigation is complete. B5 and h codes updated to match investigation results.

Manufacturer narrative:
This supp was created to record the treatment provided to the user. Investigation results still pending.

Event description:
It was reported that the cot dropped unexpectedly. It was further reported that the user sustained a laceration and hematomas as a result. It was further reported that the laceration was surgically treated. Investigation results are still pending.

Manufacturer narrative:
This record has been created to correct the b1 value to adverse event and product problem.

Event description:
It was reported that the cot dropped unexpectedly. It was further reported that the user sustained a laceration and hematomas as a result. It was further reported that the laceration was surgically treated. Investigation results are still pending.

Event description:
It was reported that the cot dropped unexpectedly. It was further reported that the user sustained a laceration and hematomas as a result. No further details have been provided at this time regarding severity or treatment of the injury.